Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the syringe pump was malfunctioning. The fse replaced the syringe pump to resolve the reported issue. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that they are failing multiple analytes for controls on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.